Manufacturer narrative:
H10 additional narrative: this report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: the field service engineer (fse) was dispatched on 16 august 2016. The fse adjusted the wash probe in the y direction slightly and adjusted the wash probes positioning at the incubator. The daily check passed, calibration was successful, quality control was in range, and precision was good. No more errors occurred during the run on wednesday afternoon or during the all day run on thursday. The aia-900 was working as intended. No further action required by fse. The probable cause of the event was an adjustment was needed for the y-axis home sensor on the wash probes.

Event description:
On (B)(6) 2016 a customer reported wash y errors during validation with their aia-900 analyzer. The customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay reporting ckmb and ctnl 2 patient results. There was no indication of any patient intervention or adverse event consequence due to the delay of reporting patient results